Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer stated reason for return that the unit "freezes". It was noted that no battery was returned with the device, its bail and ring attachments were missing, that the device was sticky and its battery drawer was difficult to open and that its battery contacts were contaminated. A long term test was conducted with no observations and it also passed its incoming testing on the automated test console. All affected parts were replaced, the main board calibrated and the battery contacts cleaned. The device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator freezes and that it needed a back cover and bail covers. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.